Event description:
It was reported that a user new to the ilet over-twisted and jammed the cartridge adapter during a cartridge change, resulting in difficulty removing the adapter and concern about proper connection of the infusion set and cartridge. Symptoms included no adverse clinical effects. Outcomes included continued insulin delivery after the user completed the supply change, with plans to use multiple daily injections if issues arise. Investigation included remote troubleshooting and education, review of the user¿s description, and arrangement for device replacement. Investigation of this case revealed user handling error consistent with improper attachment of the cartridge adapter and infusion set, without device alarms. It was concluded, based on previously established findings for similar reports, that the cause was use error during supply change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.